Event description:
It was reported via a medwatch 3500a form that the patient had transvaginal taping (mesh) implanted for approximately three months. The mesh eroded through her periurethral region. The patient returned to surgery for excision of the eroded mesh.

Manufacturer narrative:
The device remains partially implanted. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported event. The instructions for use which accompanies each device states in the adverse reactions: "complications associated with the proper implantation of the urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over correction/too much tension placed on the mesh sling implant, perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, transitory irritation at the operative wound site which may elicit and foreign body response that leads to inflammation, infection, or erosion of the implant." The precautions state: "post-operatively the patient is recommended to refrain from heavy lifting and/or exercise (i.e., cycling, jogging) for at least three to four weeks and intercourse for one month." (B)(4).